Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Review of the device data revealed there was an out of range pace impedance measurements recorded. The cause of the out of range measurements were attributed to an intermittent lead to header connection. This device remains in service. No adverse patient effects were reported.